Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. As there have been several cases of infection in this hospital using different devices from different companies, the staff at the hospital are investigating the possible factors responsible for these infections. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.